Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 29-jul-2025, the user reported that the ilet device would not unlock. The user stated the device could be woken up but the touchscreen did not respond to swiping, including while on the charger. The user elected to arrange a replacement device. Blood glucose was not affected. No medical intervention was required.